Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized due to high blood glucose level on an unknown date. Customer was still in the hospital and was asking for replacement infusion set due too high blood glucose. Blood glucose level was around 600 mg/dl. Customer was not using auto mode feature at the time of incident. No further details given. Insulin pump will not be returned for analysis.